Manufacturer narrative:
H.6. Investigation: forty five sealed 32g x 4mm pen needle samples were returned from lot. No. 8346643, cat. No. 320566. Visual examination was carried out on all forty five samples and no issues were observed. A clog test was also carried on all forty five samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non- conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that during use of the pen ndl 32g 4mm pro 100 box ap are difficult to operate painful resulting in injection and needles difficult to insert into skin. The following information was provided by the initial reporter: "they hurt so much and don't administer the insulin. What research you did before changing them, it obviously wasn't with any diabetics. Please change the bd fine pro. What is pro about them? I can't use them" end user sometimes reuse the needles but with these new needles, it hurts so much with first use that the second use is even worse. Also, sometimes he has difficulty inserting the needle, it only goes in part way and then when he injects, there is a lump or raised area of skin after injection leading him to question whether he is getting his full dose. This is his second box of pro with these issues. Unfortunately he has thrown away the other box so no batch number detail.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ndl 32g 4mm pro 100 box (B)(4) are difficult to operate painful resulting in injection and needles difficult to insert into skin the following information was provided by the initial reporter: "they hurt so much and don't administer the insulin. What research you did before changing them, it obviously wasn't with any diabetics. Please change the bd fine pro. What is pro about them? I can't use them" end user sometimes reuse the needles but with these new needles, it hurts so much with first use that the second use is even worse. Also, sometimes he has difficulty inserting the needle, it only goes in part way and then when he injects, there is a lump or raised area of skin after injection leading him to question whether he is getting his full dose. This is his second box of pro with these issues. Unfortunately he has thrown away the other box so no batch number detail.